Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial mnt-men-15-003: 326-055. It was reported that a female patient underwent breast reconstruction primary surgery with 485cc mentor memoryshape breast implant mentor glow study gel device on (B)(6) 2020. Adverse event # 1. Infection, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2022; date of explant: (B)(6) 2022). On (B)(6) 2022, she presented with infection, which required implant removal, and replacement on (B)(6) 2022. Adverse event # 2. Hematoma, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2022). Surgery with 430cc mentor memoryshape breast implant mentor glow study gel device on (B)(6) 2022. On (B)(6) 2022, she presented with hematoma, which required evacuation of right breast hematoma on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed, and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device adverse event #1.

Manufacturer narrative:
Additional information received on december 5, 2022 was reviewed by the clinician, forth adverse event has been added as below and codes have been added accordingly under section h. Adverse event #4. Squamous cell carcinoma of the proximal pretibial region. On (B)(6) 2020 the patient was diagnosed with squamous cell carcinoma of the left proximal pretibial region, which was assessed by the principal investigator as moderate in severity, serious (since it necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure), and not related to the study device. The event was treated with curettage and destruction. The event was resolved on (B)(6) 2020. Should additional information become available, this case will be re-assessed, and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2023, mentor received additional information that was reviewed by the clinician and it was found that patient experienced left side neoplasm malignant. However, there is insufficient information to make a correlation to the device. This supplemental medwatch report is for the patient¿s right-sided device adverse event number 1. Manufacturer¿s reference number: (B)(4).